Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell assessed as inclusive. Additional observations: no other observations observed.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.